Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a broken force sensor that was detected during seating or regular delivery (critical pump error 35). Troubleshooting was performed, and an insulin pump performed safety checks and errors. The customer reported no adverse event. The event involved product(s) mmt-1782k. No harm requiring medical intervention was reported. Mmt-1782k was requested and the customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was received with critical pump error open book image. Unit successfully downloaded using (thus software).the adapt tool was utilized to search for alarms that may have occurred in the past or on event date. During download history review, pump error 35 alarm was recorded on (B)(6) 2024 at 04:03:00.000 hour. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroded electronic assemblies, motor assembly, force sensor gold traces, and lcd flex connector gold traces causing an unexpected electrical short. Unit also received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), label damage (faded), pillowing keypad overlay, and scratched case in conclusion customer concern of critical pump error alarm triggered by pump error 35 was confirmed. After this deconstructive analysis, it was determined that pump error 35 was caused by corroded electronic and motor assembly. Therefore, isolate to an electronic and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.